Manufacturer narrative:
Cancel emdr file changed from reportable to non reportable.

Event description:
It was reported the device alarmed for a channel error: 354.6770. Was sent for repair and pressure sensor was replaced, it was reported that there was no patient events and no further details were available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the device alarmed for a channel error: 354.6770. Was sent for repair and pressure sensor was replaced, it was reported that there was no patient events and no further details were available.